Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the teflon pad damage. The device was evaluated using olympus¿ equipment. A visual inspection was performed and found the teflon pad partially separated from the jaw exposing metal. There was also evidence of charred marks on the teflon pad. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The root cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a tlh case, the teflon pad was reported to have overheated and peeled off from the metal part of the grasping section exposing metal. A piece of the teflon pad was not torn off or missing. There was no wear noted on the grasping section. There were no error codes displayed on the generator. There was no metal to metal contact. The procedure was completed. There was no patient injury.